Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6,-8.50/1.0/099, implantable collamer lens tore/broke during loading. The reporter stated "the lens got caught in the cartridge and was damaged while loading the lens into the cartridge." The lens did not touch the patient. Cause of event is unknown.